Event description:
It was reported following a percutaneous peripheral intervention (ppi) procedure, with stent placement in the left common iliac artery (lcia). A pre-deployment angiogram revealed a left common femoral artery (lcfa) puncture. The lumen diameter of the puncture artery was 6.0 mm. A 6f sheath was also used during the procedure. A perclose pro closure device was initially used to seal the puncture site; however, the pt complained of pain during the procedure and an angio-seal was used instead. Post deployment, an angiogram was performed, which revealed blood flow distal to where the stent was placed, but there was no blood-flow observed in the left common iliac artery. A percutaneous transluminal angioplasty (pta) was performed to re-establish blood flow, however, during the procedure the guidewire used became stuck around the puncture site and would not advance forward. The guidewire was eventually able to be removed from its stuck position and crossed through the puncture site to the occlusion, which was dilated with a balloon catheter from 100% to 25%. Blood flow was successfully restored, and the pt is currently being monitored in the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.